Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the root of the reported alaris high risk override was not identified. No logs were returned, and no testing could be performed due to no devices being returned for investigation. The event was reported to have occurred on 21 march 2025. The reported event time was 5:55 pm. Laboratory testing was not able to be performed due to no devices being returned for investigation. No devices or logs were returned for investigation; however, the facility provided an all-infusion detail report from 21mar2025 at 5:55:49 pm to 22mar2025 at 4:54:59 pm. On 21 march 2025 at 5:55 pm during an infusion of magnesium sulfate it was observed that the pump module alarmed, and the override happened, a few seconds later the alarm was resolved, confirming the reported event. At 5:55:56 pm the infusion started. Six (6) seconds later the infusion was stopped, one (1) minute later it started again with a rate = 100 ml/h and a duration of one (1) hour. The bd alaris¿ system with guardrails¿ suite mx: due to the intermittent nature of a wireless environment, some data can be lost if a connection cannot be established or is lost. The systems manager and wireless network card are designed to minimize these incidents but cannot eliminate them. Pre-population of infusion parameters reduces the number of programming screens and key presses required with manual programming. There are no differences in programming screens, prompts or the user interface between the system with interoperability and the system without interoperability. The implementation of interoperability does not preclude a clinician from manually programming the system. Manual programming is required in the event of a failure in any component of the interfaced system. There was patient involvement but no harm. Root cause: the root of the reported alaris high risk override was not identified during a review of the all-infusion detail report, however, the override was confirmed. No logs were returned, and no testing could be performed due to no devices being returned for investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that customer investigating an alaris high risk override and noticed that for an adult patient order the alaris report states it was pre-populated/interoperability programmed as a nicu entry. There was patient involvement but no harm. Bd received additional information through due diligence attempts. Customer mentioned that "pump was re-programmed appropriately".

Event description:
It was reported that customer investigating an alaris high risk override and noticed that for an adult patient order the alaris report states it was pre-populated/interoperability programmed as a nicu entry. There was patient involvement but no harm. Bd received additional information through due diligence attempts. Customer mentioned that "pump was re-programmed appropriately".

Manufacturer narrative:
Omit: b17 - device not returned , b15 - analysis of information provided by user/third party additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? , imdrf annex b code and manufacturer narrative. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that customer investigating an alaris high risk override and noticed that for an adult patient order the alaris report states it was pre-populated/interoperability programmed as a nicu entry. There was patient involvement but no harm. Bd received additional information through due diligence attempts. Customer mentioned that "pump was re-programmed appropriately".